Event description:
It was reported intermittently the system failed to display an image. Only a blackened image was displayed when fluoroing. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. It was determined that the power supply requires replacement; however this part is no longer available. No further repair information is available.